Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a shoulder dislocation surgery, twinfix ultra screw broke while it was being screw. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the insertion device with part of the broken anchor still attached, and next to it was the anchor tip with the suture still attached to it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include use of excessive force during insertion. No containment or corrective actions are recommended at this time.